Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. There was no button error alarm noted during testing. The pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 159mg/dl. The customer states the buttons are unresponsive, and was not able to clear the o reservoir error. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.